Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Additional information received identified surgical intervention took place (B)(6) 2015 at which time the patient's ipg was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's scs ipg is inoperable. The pt reportedly last charged approximately 6-8 months ago. The pt is considering possible surgical intervention to address the issue.